Event description:
It was reported that pump experienced malfunction alarm with code malf 12, and no notable events occurred before the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions, assisted caller in resetting pump, confirmed that malfunction did not recur, advised caller to continue using pump, and instructed caller to call back if malfunction returned.